Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing to the es server. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing to the es server. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Supplemental MDR number 2016493-2025-76916_supplemental1 was submitted to recall MDR number 2016493-2025-76916 as determined to be there were no adverse events or injuries reported based on this event. Hence 2016493-2025-76916 was recalled and considered as non-reportable.